Event description:
It was reported that approximately 20ml of fentanyl (4000mcg/ml) was instilled into the pump pocket. The patient was symptomatic within minutes and required intubation, narcan and hospitalization.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8578 lot# serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that, within seconds after a refill procedure, the patient was rushed to the hospital/intensive care unit (ICU) due to a major unintentional overdose as a result of a pocket fill. It was noted that this possibility was never mentioned to the patient in the prior 15 years of using the device. The patient was reportedly told he was extremely lucky as fentanyl is 100 times stronger than morphine.

Manufacturer narrative:
(B)(4).

Event description:
Their healthcare provider noted that the patient was slightly distressed, they displayed normal pain behaviors, they grimaced, appeared slightly ill on the date of the report, they were pale, and they became less responsive and obtunded with eyes rolling in the back of their head approximately five to ten minutes after the refill. During the refill, 1 cc of fluid was withdrawn from the pump. Bubbles were present in the tubing, with no other fluid able to be withdrawn. Plunger pressure with drawback was evident. The doctor was called in for consultation/observation before the pump refill was completed. Fentanyl 40 cc was injected easily with drawback of clear fluid x 5. The entire 40 cc was injected. The patient was responsive. They complained of "bee sting" like pain over the injection site. Inflammation over the injection site was present, with clear fluid squirting out of the injection site. Drainage of clear/serous fluid continued to drain. At that time, the doctor took a 20 cc syringe relocate, relocated the pump refill site, and withdrew 5 cc of clear fluid to the point of bubbles in the tubing. At that point, the patient became obtunded and less responsive. Their eyes were rolling into the back of their head. They awakened only with shaking and loud speech. The patient went into complete respiratory failure, and 0.4 mg/ml 1 cc narcan was given intramuscularly. The patient was given mask ventilation with ambu bag within ten seconds of unresponsiveness. Respirations were weak, 911 was alerted, and a crash cart was brought in by the surgery center team. Intravenous hydration was started. The patient was intubated. It was removed due to probable esophageal intubation as the "patient was vomitus and suction was used". A laryngeal mask airway (lma) was placed and they were ventilated with o2. The patient was then in sinus tachycardia. Intravenous narcan (0.4 mg) was given twice while awaiting emergency medical services (ems). Eighteen cc's of serous sanguineous fluid (fentanyl medication thought to be intermixed with this fluid) was withdrawn from the pump pocket. Once ems arrived, the patient awakened and the lma was removed. The patient's pulse oximetry was noted to be 93% and then 98%. Narcan was given by ems before the patient's departure. The pump was placed at minimum rate as the medications were completely withdrawn. It was noted that, in retrospect, "it was most likely a (partial) pump pocket fill". The patient became increasingly paler after their refill; cold, lips blue. Color returned after narcan was given and ventilation began. On (B)(6) 2013 the patient indicated they were doing great. A post-op appointment and refill was set up with another doctor on (B)(6) 2013. The patient "sounded great".